Event description:
It was reported that a pump and its charging supplies began smoking, and a usb cable melted inside the pump's usb port while charging. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.